Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a blank display, problem isolated to the electronic assembly. Unable to verify frozen screen, solid white screen and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received frozen display. Customer reported that after installing new battery frozen display recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.